Event description:
The following has been reported by customer: error 17: device displays error 17. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Partial device history log was reviewed. Several technical error 17 were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply board and the battery have been replaced, that solved the issue. The power supply board and the battery sent back to brézins for further investigation. Once in brézins, a visual control was performed and nothing was noticed. These spare parts were investigated as part of event (B)(4). The battery was found to be functional (charging) however, the power supply board was found to be defective (not charging). The hypothesis is that the component u15 is not functional. This complaint is considered as valid, and the root cause is likely due to a defective component on the power supply board. The event 2035209 is open on this subject. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.